Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. However, the signals in the run data file are consistent with the possibility that the platelet line was blocked a short time during the platelet collection. Potential causes for the block include but are not limited to:· a partially or fully occluded platelet line coming from the centrifuge (could be from setting something on top of this line, such as a clipboard, or from the small white clamp on this line)· clamped platelet bag line· air block in the platelet line when a platelet line block is resolved, there is a possibility that a surge of wbcs come from the lrs chamber due to the system re-establishing steady state.